Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 120 units. There are no units in our stock. We have received 120 closed samples for analysis. We have tested the needle attachment strength of the closed samples received and the results fulfill b. Braun surgical requirements (bbs): 0.125 kgf in minimum and 0.640 kgf in maximum (bbs requirements for the maximum between 0.080 and 1.590 kgf). (Take-off needle sutures) batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with silkam suture. The client reported that "we have encountered an issue with code catalog no. B0766494, lot numbers (621204 and 621213). Our end-user has refused the product due to the issue of easily needle detachment." Related notification: 3003639970-2024-00039 further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.